Event description:
It was reported that during an unrelated procedure, the right ventricular lead was found to be dislodged via fluoroscopy. The lead was not addressed since later interrogation confirmed normal electrical function. No adverse patient consequences were reported